Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. Patient 1 initial elecsys hcg + beta test system result was 34 and the repeat result was 89.52. Patient 2 initial elecsys hcg + beta test system result was 14.56 and the repeat result was 5. Patient 3 initial elecsys estradiol ii assay result was 1556 and the repeat result was 2530. Patient 4 initial elecsys estradiol ii assay result was 1079 and the repeat result was 2240 patient 5 initial elecsys hcg + beta test system result was 6300 and the repeat result was 22740. The initial elecsys estradiol ii assay result was 3466 and the repeat result was 5540. No units of measure were provided. The questionable results were reported outside of the laboratory and were corrected. The hcg reagent lot number was 516539 and the estradiol reagent lot number was 566726. The expiration dates were requested but were not provided.

Manufacturer narrative:
The customer cleaned the sample/reagent probe. The investigation is ongoing.

Manufacturer narrative:
The sample probe was replaced. The investigation determined the replacement of the sample probe resolved the issue.